Event description:
The facility's biomed reported a fail code 550, which occurred during biomed testing. Additional contact information was requested but no additional contact was indentified. The biomed stated that there have been reports of any patient incident involving this pump since the last baxter service event.